Event description:
It was reported that the device broke. A 180cm renegade hi-flo catheter fathom system was selected for use. During preparation outside the patient, it was noted that the device became stuck within the package housing and snapped. It was noted that normal flush was used. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. Analysis of the tip, and inner/outer shaft included microscopic and visual inspection. Inspection revealed the outer shaft was separated 12mm from the strain relief and the inner shaft was stretched for 10mm in between the outer shaft separation. Inspection of the remainder of the device, apart from the damage observed revealed no other damage or irregularities.

Event description:
It was reported that the device broke. A 180 cm renegade hi-flo catheter fathom system was selected for use. During preparation outside the patient, it was noted that the device became stuck within the package housing and snapped. It was noted that normal flush was used. No patient complications were reported.